Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Device interrogation revealed noise exhibited by the right atrial lead. Noise was not reproducible. No interventions were made.